Event description:
The manufacturer of a contact lens care cup with use with 3% hydrogen peroxide systems received a report that a lens case cracked. No patient injury occurred. The lens cup was returned to the sponsor's office where it was noted that the unit was very dirty. The complaint unit is being forwarded to the laboratory site for evaluation.